Event description:
The end user developed a skin irritation after using the gauze pads and was treated with antibiotics.

Manufacturer narrative:
The end user used the gauze sponge to cover the surgical site on his left foot. The site became discolored and he developed blisters and a burning sensation under the gauze. The physician diagnosed an allergic reaction and prescribed augmentin for 10 days. The symptoms resolved and no further treatment was indicated. We have had no other skin irritation complaints reported to us for this gauze product. A root cause was not determined. We cannot rule out other external cause for the reported skin irritation. We have not confirmed the heel protector caused or contributed to the incident, but due to the reported deep tissue injury and in an abundance of caution, this medwatch is being filed.